Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. All buttons functioning properly no damage on the keypad assembly. No pump error 4 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. Customer also reported insulin pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Self-test passed. No harm requiring medical intervention was reported. The device will be returned for analysis.